Event description:
Patient was in cath lab for percutaneous intervention. Stent was to be inserted. When stent/delivery device taken out of package and protective stylet and sheath removed, stent came off of the balloon.